Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was unresponsive. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's display was replaced to address the issue. The display was evaluated by the manufacturer's product investigation laboratory (pil) and found the display functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's screen was unresponsive. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's display was replaced to address the issue.